Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular electrogram which occurred when the physician was sewing up the device pocket during the implant procedure. It was suspected that there were air bubbles in the header. There was no inhibition of pacing. The pocket was reopened and the leads were taken out and reconnected, it was believed that the bubbles were eliminated and no further issues were noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.